Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges the infusion set gets stuck in the linkassist frequently. Caller reported the device unintentionally triggered by itself once. No adverse event reported. Requested return of the alleged device for evaluation.